Event description:
Pt was being moved (lifted) from stretcher to bed by 4 staff members, person lifting at head heard "pop" and noted that catheter had broken off at suture wing. Cath/suture wing was still sewn to pt. Site was dressed with transparent dressing, staff does not remember tension on line. Clamp was placed on small piece of cath protruding from pt and cath was removed, intact from break with tip.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.